Manufacturer narrative:
User experienced pain in the insertion site, visited the emergency room and sensor was removed. Patient was no longer in pain and feels great and doctor did not prescribe any medication. No further investigation is required for this complaint.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where patient experienced pain in the insertion site and visited emergency room where the sensor was removed.